Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current and displacement test. Pump trace download confirmed pump error 63, problem isolated to the keypad. No bad battery alert or failed battery test alarm noted during testing. No power error 25 noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance the mother board. After disconnecting and reconnecting the internal battery connector on the mother board, the pump was monitored and functioned properly.